Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Case rep ophthalmol. 2024 oct 18;15(1):730-735. Https://doi.org/10.1159/000541498. Pmid: 39474021; pmcid: pmc11521528.

Event description:
Title: a successful case of intervention for traumatic central retinal artery occlusion. The aim of the study is to a case of a 47-year-old woman with multiple controlled comorbidities presented to the emergency department with right eye pain and erythema following a traumatic injury involving a knitting needle. 7.0 prolene (eth) and 8.0 vicryl (eth) were used to repaired the partial thickness scleral laceration and conjunctival laceration. Reported complication: 7.0 prolene (eth), 8.0 vicryl (eth), blurred vision. Treatment: anterior chamber paracentesis hyperemic conjunctiva, treatment: not reported, subconjunctival hemorrhage, treatment: not reported, diminished foveal reflex, treatment: not reported, edematous retina, treatment: not reported, cherry-red spot. Treatment: not reported hyphema. Treatment: anterior chamber paracentesis central retinal artery occlusion (crao). Treatment: anterior chamber paracentesis, hyperreflectivity, treatment: not reported, thickening of the inner retinal layers, treatment: not reported, ischemic damage, treatment: not reported. In conclusion, the case emphasizes the necessity of early recognition and intervention in managing traumatic crao to mitigate irreversible retinal damage. It underscores the need for enhanced diagnostic and therapeutic strategies as understanding the condition¿s pathophysiology advances.